Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, capacitor charge time limit reached was noted on the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of long charge time was confirmed. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly. Additional information: d10.